Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and missing shell (0-25%). Weight measurement of the device identified device was underweight. A microanalysis was performed which identified a broken sharp edge. A dimensional measurement in the shell was performed which identified the thickness was within the specifications. Based on the device analysis, the final assessment was a sharp broken edge on posterior due to an unidentified (tear) opening, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. Device was explanted.